Event description:
Reportedly, during testing, after circuit check, the machine screen was blank and would not power up even after plugging into a different outlet. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).